Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site (B)(6) 2015. Medtronic investigation of returned suspect device finds that initial power up successful. One hour run time - no faults encountered. Multiple power cycles. The reported issue of black screen was not reproduced during extended testing time, however, the revision of bios loaded has been identified as the cause of this intermittent issue. Electrical failure - malfunction, no image on (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a navigation system monitor flickered and displayed intermittently. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
This issue will be trended and monitored in a medtronic hardware anomaly tracking database.